Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2007, the pt was implanted with a bard flat mesh as well as a non bard vaginal sling during an unk procedure. The attorney's report alleges pain and suffering, permanent injury, add;l medical treatment, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The at's atty did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.